Event description:
It was reported that during a lobectomy with wedge resection procedure, the device was fired then the surgeon saw oozing and the oozing kept getting progressively worse. The procedure was converted to open to control the bleeding. It is unknown how the bleeding was controlled. No transfusion was needed. It is unknown the amount of blood loss. The staple line did not hold on one side of the vessel. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information has been requested, a supplemental report will be sent upon receipt of further detail.